Event description:
A system error 2240 alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 06:29:46. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of a homechoice hardware device an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is related to (B)(4). If additional relevant information is received, a follow-up will be submitted.